Event description:
Clinical study. Same case as 6000089-2007-00404. It was reported that 441 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infraction (mi), a stent thrombosis (st) and required a target vessel reintervention (tvr). At 2 days prior to the index procedure, the patient was admitted, due to a several month history of exertional chest pain with associated dyspnea, diaphoresis, and nausea. ECG revealed sinus rhythm with anterior lateral t wave abnormalities and t wave inversions in v3 and v6. Cardiac enzymes were normal. A cardiolite scan revealed anteroseptal defects and the patient was transferred to the enrolling hospital for cardiac catheterization. The index procedure treated a 3.0x8mm, 80% stenosed lesion in the middle left anterior descending artery (mid lad) with direct placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 3.0x8mm, 90% stenosed, ostial lesion in the proximal left circumflex (prox lcx) with direct placement of a taxus express2 2.5x12mm drug eluting stent, reducing stenosis to 0%. Of note, there was an attempt to revascularize the ramus, but guidewires could not cross the occlusion. It was observed that the ramus filled via collaterals and intervention was terminated. The patient was discharged the next day on aspirin and plavix. At 441 days post index procedure, the patient was admitted due to acute coronary syndrome. ECG revealed an st segment elevation mi. The patient experienced a q wave mi and his cardiac enzymes met guideline criteria. The angiography confirmed a st in the previously placed stent in lcx. Of note, it has unknown whether or not the patient was taking plavix at the time of this event. The investigator assessed the device causality of the mi as "unrelated" and the device causality of the st as "unknown". There were several unsuccessful attempts to treat the ramus on the same day. Several guide wires and balloons were used, but after multiple dilatations there remained a 50% residual stenosis in the superior limb of the ramus. No wires or balloons were able to cross into the inferior limb of the ramus. Attention was then turned to the prox lcx. There was difficulty crossing this lesion as well and it was elected to terminate the procedure due to the prolonged duration and extensive amount of radiation and dye contrast that was used. The investigator assessed the device causality of the tvr in the ramus as "unrelated" and the device causality of the tvr in the prox lcx as "unknown". In july 2007, the clinical event committee assessed the device causality of all the events (mi/st/tvr) as "possibly".

Manufacturer narrative:
The stent remains in the patient and the delivery device has bene disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.